Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of customer's hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 20mg/dl. The customer was treated with sugar water. No further assistance was provided and the incident was documented.